Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller reported that they were doing an ins replacement case at the time of the call. The caller indicated that prior to the case there was not an issue interrogating the ins. When the replacement battery placed in the sterile field on a metal table they lost connection to the device. The caller put a sterile sleeve over the communicator and put the communicator over the ins and the communicator would not connect until the ins was removed from the pocket. During the call the caller attempted to connect to the ins with the clinician application. The caller confirmed that they were able to communicate with the ins. The troubleshooting steps that were taken on the call resolved the issue. On 2023-aug-21 the rep reported the cause of the lost connection was later verified to be that the metal table interfered with the signal. Actions taken were the rep exited the program, shut down the controller and restarted to establish the connection worked. Weight was received.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.